Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analyzed, no anomalies were found. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. It was noted that the device battery was not depleted when explanted on (B)(6) 2016, recommended replacement time (rrt) had not yet been triggered. Normal device function for battery voltage and/or impedance may vary with change from the body to room temperature upon explant.

Event description:
It was reported that the implantable cardiac monitor (icm) was removed due to an upgrade. Five days after the device was removed it reached recommended replacement time (rrt) earlier than expected. The device was explanted replaced before it reached early rrt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.